Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Visual inspection revealed the flex tip of the catheter had been fractured and detached, consistent with the reported event. Analysis of the fracture indicated a ductile overload fracture, with a major stress component parallel to the catheter long axis. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed. Further investigation revealed optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.

Manufacturer narrative:
Additional information: h11. Correction h6 investigation conclusion code. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip had been fractured and detached. The tip was not returned for analysis. Analysis of the fracture indicated a ductile overload fracture, with a major stress component parallel to the catheter long axis. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed. Further investigation revealed optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
During the procedure, the catheter did not display contact force measurement following insertion into the patient, even after zeroing. Upon removal from the patient, the tip of catheter was noted to be missing. The catheter packaging was then checked and the tip was found sitting in the packaging.